Event description:
Caller reported experiencing a cartridge alarm issue but there was no adverse impact on the customer's blood glucose level as it remained within range. The customer had not previously reported similar cartridge alarms, and, as an outcome, cts decided to replace the pump. The customer was advised to use a backup insulin pump to ensure insulin delivery continuity and received a pump with updated software. Instructions were given for putting the pump into storage mode, returning the faulty pump, and the steps required upon receiving the replacement.